Manufacturer narrative:
Analysis of the neurostimulator (B)(4) found no nonconformances. A known good lead was inserted into the header block easily and with no problems. The system was submerged in saline and turned on, all impedances were in range and less than 1000 ohms. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure for the implantation of a neurostimulator (ins) resistance was encountered when attempting to connect the lead to the port for contacts 8-15. The leads would go in 6 contacts deep and stop. The physician was able to force the leads in, but impedance checks, run 4 times, gave out of range impedances. A new ins was used, and there were no problems with it and the original leads.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.